Manufacturer narrative:
A request for the return of the device has been made, should the reported device be returned and evaluated, a follow up report will be submitted.

Manufacturer narrative:
The reported condition of occlusion of the tubing was confirmed during service. No flow was detected in the sample due to occluded tubing in the sub-assembly p/n. The most probable cause is human error because a incorrect application of the solvent to the tubing could cause the excess of solvent and in consequence the occlusion. The manufacturing facility has been made aware of this report through baxter's complaint management tracking system. The manufacturing facility will continue to monitor similar reports for possible trends.

Event description:
Complaint received from baxter sales rep. Customer reports ¿IV pump alarmed downward occlusion. Trouble shot all connections. C.n. Flushed PICC line which flushed easily. Found that one of the lumens in the 3-way connector was occluded. It was removed. During this time the infants glucose dropped to 37. One hour later (approx) glucose rose to 67. Md and rn bedside.¿ although requested, no additional information is available at this time.